Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. The left housing and external antenna were broken, indicating that the unit may have been dropped. The touch screen was dented; most likely due to the lid being closed on an improperly placed stylus and the liquid crystal display (lcd) was cracked in some areas. The circuit board was also noted to be corroded by liquid contamination. The floppy disk could not be formatted due the circuit board issue. It was further observed that the inverter was overheated and the inverter cover was physically altered. The programmer was repaired.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.